Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead was found to be dislodged. The right ventricular lead was not implanted and the patient was in stable condition throughout the procedure.